Event description:
It was reported that this right atrial (ra) lead was explanted due to venous occlusion. No additional adverse patient effects were reported. Additional information from the field indicates that the patient also experienced superior vena cava syndrome (svcs) due to the occlusion. Bilateral upper extremity swelling, headaches, unable to lie flat. Worsened with activity. Leads in the vein were believed to be the cause.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.